Event description:
It was reported that the patient experienced charging burden. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was not returned per hospital protocol.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.